Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a glucometer value of 581 mg/dl and a concurrent ilet reading of 399 mg/dl after a larger-than-usual meal, and the caregiver observed repeated infusion set kinking and elected to discontinue ilet use and transition to subcutaneous insulin injections as backup therapy. Symptoms included feeling hot. Outcomes included the use of backup therapy and temporary discontinuation of the device. Investigation included troubleshooting and user education, as well as follow-up communication and shipment of alternative contact detach infusion sets. Investigation of this case revealed that the cause of the hyperglycemia was unclear and may relate to infusion set kinking as reported by the caregiver. It was concluded that the event was user-reported hyperglycemia of unclear cause with no medical intervention or hospitalization, and the user remained on multiple daily injections until alternative infusion sets arrive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.